Manufacturer narrative:
There is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or liberty cycler set. Additionally, there is no allegation against any fresenius product.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient called and stated that he was feeling pain in his abdomen and swelling. Patient stated the pain has been going on for the 3-4 days and he contacted his nurse but he has not received a call back from clinic regarding the issues. A follow up call was made to the patient's nurse who reported that the patient's abdominal pain was related to a peritonitis event. She could not provide further information. She indicated that the patient was treated for peritonitis in the hospital and had his catheter removed.